Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 152 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to motor leaking oil and contaminating the motor home switch. The insulin pump had minor scratches on the display window, broken battery tube threads, a cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.